Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a red x, beeping, and an error message. An error code 1:34 mcu cpld memory error. There was no patient involvement.